Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the study results reported that a combined assessment of accuracy and precision. It was found that the calculated arms of both oximeters were greater than 3 percent , even when the study analysis was stricted to infants with sa02 values greater than or equal to 70 percent. The device systematically overestimated measure sa02 and arterial saturation in infants with hypoxemia. This findings suggest that the unit should improves their algorithms for children with cyanosis. It was stated that there was no patient harm.